Manufacturer narrative:
The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: image noise it is likely the following led to the malfunction: electrical/electronic component problem identified which resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had image noise. There were no reports of patient involvement.